Event description:
Boston scientific received information that a patient was in atrial flutter, and a field representative observed that the atrial flutter was being under sensed. The device also conducts and paces when the atrial flutter is being under sensed, elevating the ventricular rate to 110 beats per minute. The field representative adjusted the settings of the pacemaker to the possible maximum sensitivity to make sure that the amplitude of 2mv will be sensed. A boston scientific company representative discussed that cross chamber blanking period is a non-programmable device feature that prevents every other flutter wave from being sensed in another lead, and the device was therefore not mode switching. Technical services suggested adjusting the short entry and the duration to "0" if the field representative will be able to reduce the ventricular rate. The pacemaker remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.